Manufacturer narrative:
Both scope and sheath were returned for evaluation. Proximal end of sheath is broken off at the joint. The scope was found to be bent 30 degrees at same area that sheath was broken off. Both instruments have been in use for approx 7 months. Condition of instruments are consistent with damage caused by mechanical overload.

Event description:
Allegedly, during a novasure procedure, the image went black. Doctor removed scope and noticed the proximal end of sheath was broken off at the joint. The scope was bent 30 degrees at same area that sheath was broken off. They had no backup scope, and therefore, case had to be aborted and rescheduled 2 hours later. Second procedure was completed with no pt impact.